Event description:
While treating a patient on an emergency medical service call the 3 lead electrocardiogram stopped working. The patient went into cardiac arrest and the crew was able to switch monitoring to the defibrillator pads. Once return of spontaneous circulation was achieved the crew was unable to take a 12 lead electrocardiogram due to the continued electrocardiogram malfunction. Stemi alert was called at the hospital. The crews inability to assess a 12 lead electrocardiogram ultimately resulted in a delay in patient care.